Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system clinical sales associate (csa) encountered error 26004 on arm 2. Technical support engineer (tse) confirmed error pointing to axis 2 of arm 2. Moving the arm and a restart with emergency power off (epo) did not solve the issue. Demo with deactivated arm 2 is possible but not desirable. There was no report of patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information: the demo was completed robotically after the field service engineer had replaced arm 2, so not in its original configuration.